Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Fax number/ first/given name unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant in tooth location #20 had lack of primary stability and the site had not enough bone. Site also presented dehiscence. Implant was removed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: a4: weight . G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.